Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments. The patients doctor advised to continue use hydrocortisone cream for the irritation. The irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the therapy pads. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments. The patients doctor advised to continue use hydrocortisone cream for the irritation. The irritation improved. Reporting out of abundance of caution. Supplemental report 9/27/2021: submitting report to correct section g4.